Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1 : event site address :(B)(6). Initial reporter : (B)(6).

Event description:
It was reported that during intra aortic balloon therapy, fiber optic sensor failed. There was no patient injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 34cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 23.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (h6 (component codes), h11. Corrected fields: h6 (investigation conclusions).

Event description:
N/a.